Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 28-sep-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ovn for evaluation. According to the inspection of the device by ovn, many cables inside the device had been removed. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by the device not turning on due to cable disconnection. And omsc have concluded that the cable disconnection might have been caused by the user or a third party disassembling the device, which is not allowed by the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the examination lamp of the device was not lit up. And olympus inspected the device at the service department of olympus (B)(4) (ovn) and found that the light source did not work and the examination lamp was not lit up. There was no report of patient injury associated with this event.